Event description:
A non health care professional reported following implantation of intraocular lens (iol) the patient experienced blurred images with correction and no help with near visual acuity (va). The lens was explanted in a secondary procedure and replaced with monofocal lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).